Event description:
It was reported that vessel closure of a non calcified common femoral artery and a femoral vein were attempted using perclose proglide devices after an unspecified interventional procedure. Reportedly, in the common femoral artery, during plunger removal (step 3), the physician stated that he pulled too hard on the suture and it broke. The same problem occurred at the femoral vein. The sheath size used for the artery was 6f and the sheath size for the vein was 10f. An additional perclose proglide was used on each vessel to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.the other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). According to the perclose proglide instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in patients younger than 18 years of age. Evaluation summary: investigation of the returned device indicated that a bilateral cuff miss occurred as evidenced by both cuffs remaining in the foot pockets. The pre-tied suture knot remained in the anterior needle slot and the rail suture end with the posterior needle tip was found inside the guide tube. Because the cuffs did not engage with the needles, the suture could not be retrieved when retracting the plunger and this could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for bilateral cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the proxy plunger insertion. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the bilateral cuff miss is incorrect deployment sequence as the plunger was retracted prior to being depressed to deploy the needles. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.